Event description:
A 23 khz nosecone has a problem with diathermy: diathermy still being activated even when the button is not pushed. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.